Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. Correction in the field: h4, e1 and g2 (remove health professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the error e315 was displayed due to failure of the connector socket. However, the root cause of the event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. During device evaluation at olympus, it was found the complaint was confirmed and an e315 error was displayed when the device was plugged in. The error was due to a defective connector socket. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii video system center displayed an e315 error message. The issue occurred during a procedure. There was no reported patient harm or impact due to this event.